Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg is non-responsive. The pt has not charged in 2 months. Communication could not be established when using the pt programmer. Follow-up revealed the ipg was inoperable and surgical intervention will be undertaken at a future date.